Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: denmark. G2: literature - holm, c. E., bömers, j. P., villadsen, a., & petersen, m. M. (2025). Evaluation of zimmer® segmental distal femur mega-prostheses: patient survival, surgical outcomes and functional outcome. Journal of bone oncology, 55, 100722. Https://doi.org/10.1016/j.jbo.2025.100722. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a retrospective study from denmark was conducted. The purpose of the study was to evaluate the use of zimmer® segmental mega-prosthesis for reconstruction of the distal femur, following the resection of bone malignancies and aggressive benign bone tumors. The study reviewed 59 consecutive patients who underwent reconstructions of the distal femur due to malignant bone lesions (n = 51) or aggressive benign bone tumors (n = 8) from 2017 to 2022 at rigshospitalet in copenhagen. All patients underwent primary (n = 53) or secondary resection (n = 6) of the distal femur and reconstruction with the zimmer® segmental mega-prostheses system. The study population had a mean age of 58 years at time of surgery (range, 17-86); (24 males/35 females). Mean follow-up for all patients was three years (range: 1 day¿8 years). Of note, for the purpose of analysis "revision" meant any unplanned implant related surgical intervention and "major revision" indicated removal of bone anchored implants or amputation. The author reported four patients experienced aseptic wound dehiscence requiring minor surgical intervention. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Tthis report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.